Event description:
It was reported via repair work order that the jack could not pump up. Stryker technician evaluated the unit and could not duplicate the issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.